Event description:
The patient was undergoing a stent assisted coil embolization of an anterior communicating artery (acomm) aneurysm in very tortuous anatomy when the stent was suboptimally placed proximal to the aneurysm in the a1 section of the anterior cerebral artery (aca). The physician made an attempt to place a second stent at the aneurysm neck, however he encountered resistance. After several attempts to advance the stabilizer the physician decided to withdraw the stent system and upon withdrawal the stent prematurely deployed in the cavernous segment of the ica. The physician decided to forgo any further stenting and coiled the aneurysm with three coils to complete the procedure. Post procedure the patient was noted to have some clotting in the distal aca. Reopro (dosage unknown) was administered, however the patient suffered a major hemorrhage and subsequently expired four hours post procedure. The physician stated that he suspected a perforation in the distal section of the aca may have occurred due to guidewire manipulation during stent placement.

Event description:
The patient was undergoing a stent assisted coil embolization of an anterior communicating artery aneurysm in very tortuous anatomy when the stent (subject device) was suboptimally placed proximal to the aneurysm in the a1 section of the anterior cerebral artery (aca). The physician made an attempt to place a second stent at the aneurysm neck, however he encountered resistance. After several attempts to advance the stabilizer the physician decided to withdraw the stent system and upon withdrawal the stent prematurely deployed in the cavernous segment of the internal carotid artery. The physician decided to forgo any further stenting and coiled the aneurysm with three coils to complete the procedure. Post procedure the patient was noted to have some clotting in the distal aca and reopro (dosage unknown) was administered. The patient was extubated and following commands for a few hours post procedure. However the patient suffered a hemorrhage four hours post procedure and subsequently expired the following day. The physician stated that he suspected a perforation in the distal section of the aca may have occurred due to guidewire manipulation during stent placement.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that microdelivery catheter was compressed on its distal shaft. The stabilizer was protruding through the microdelivery catheter distal end and was found to be slightly bent on its proximal shaft. The stent was not returned. No other anomalies were noted. The definitive cause of the reported premature deployment could not be determined. Information provided stated that the anatomy was very tortuous and this may have resulted in excessive friction between the guidewire and the stent resulting in the premature deployment. It is most likely that operational context was the cause of the premature deployment. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the adverse reported event. Hemorrhage, thrombosis and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The physician stated that the coils and stent were not related to the hemorrhage or any complications that had resulted in the hemorrhage. The reported cause of death is unknown.

Event description:
The patient was undergoing a stent assisted coil embolization of an anterior communicating artery (acomm) aneurysm in very tortuous anatomy when the stent was suboptimally placed proximal to the aneurysm in the a1 section of the anterior cerebral artery (aca). The physician made an attempt to place a second stent (subject device) at the aneurysm neck, however he encountered resistance. After several attempts to advance the stabilizer the physician decided to withdraw the stent system and upon withdrawal the stent prematurely deployed in the cavernous segment of the ica. The physician decided to forgo any further stenting and coiled the aneurysm with three coils [including subject device] to complete the procedure. Post procedure the patient was noted to have some clotting in the distal aca. Reopro (dosage unknown) was administered, however the patient suffered a major hemorrhage and subsequently expired four hours post procedure. The physician stated that he suspected a perforation in the distal section of the aca may have occurred due to guidewire manipulation during stent placement.